Event description:
It was reported that during a hand assisted left colon procedure, the device locked up after two or three staples. Opened another device to finish the case without further ncident. No pt consequence.

Manufacturer narrative:
Evaluation summary: one instrument was returned in good visual condition loaded with a cartridge that had a wedge band bypass. The right side as 1/2 partially fired and the left side 1/4 partially fired; no other anomalies were noted. When tested for functionally with a test cartridge, the instrument fired conforming.